Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving baclofen (concentration 500 mcg/ml, dose 150 mcg/day) via an implantable pump for intractable spasticity via an implantable pump. An empty pump was reported, the low reservoir alarm occurred on (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2017, the health care professional pulled from the reservoir and got basically nothing back. The patient missed a refill. The health care professional was to fill up the patients pump on this report date and update the pump accordingly with the new drug concentration. The patient did not have any itchiness, was more irritable than normal (beginning on an unknown date) and the patients tone had not terribly increased. No further complications were anticipated/reported.